Event description:
A customer reported an issue where a cartridge was not fully snapping into the pump. The customer was advised to remove the pump's case, inspect for any housing damage, and found an o-ring on the pneumatic tap, which was then cleaned as instructed. After following these steps, the customer successfully reloaded the cartridge and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.